Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient presented with left hip pain resulting from her acetabular pinnacle cup that was implanted months ago, collapsing into her pelvis. The femoral head was removed, followed by the cup and poly liner. A new multihole, pinnacle gription cup was implanted into the acetabulum with several new screws to secure it. A new poly liner was implanted followed by a new ceramic femoral head. The joint was reduced and a comprehensive range of motion exercise was performed and the wound was closed. To recap, only three products were replaced, an acetabular cup, poly liner, and a ceramic femoral head. There was no delay in the surgery. The surgeon did not find fault with the original depuy products that he removed. Surgeon surmised the original implants fell through the pelvis because the poor health of the patient did not allow for boney ingrowth of the cup. Der also indicated that there was loosening.doi: (B)(6) 2020 dor: (B)(6) 2021 left hip.